Manufacturer narrative:
(B)(4). A cb5lt was received instead of a b5lt. The analysis results found that the cb5lt device was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during laparoscopically assisted vaginal hysterectomy procedure, the device was leaking and the surgeon could not get good abdominal pressure. He complained that this created less room for him to work in during the procedure. They did observe that the devices were hissing. They completed the procedure with the trocars.

Manufacturer narrative:
(B)(4).